Event description:
Aortic heart valve, 25mm porcine tissue valve implanted on (B)(6) 2011 defective and explanted (B)(6) 2012. Date of use: (B)(6) 2012. Diagnosis or reason for use: critical aortic stenosis; coronary revascularization - 2001.